Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to a failure of the device¿s ability to deliver insulin. Fluid path testing showed that fluid was able to pass out the distal tip of the soft cannula. No timeouts or drive stalls were observed in the data that would indicate a failure to deliver insulin during operation. The patient history buffer data files showed the algorithm was functioning as intended, correctly responding to estimated glucose values and user inputs.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone: phone_control_ios. Cloud - omnipod 5 software app version: 1.1.6. Cloud - smartphone operating system: 18.3. Cloud - smartphone hardware: iphone15.4. Cloud - cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 700 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include nausea and heart palpitations as well as a hot and then cold body temperature. Once at the hospital the patient had blood work administered and their blood glucose was checked every 30 minutes. The patient reports having an echocardiogram administered. The patient reports being treated with ice therapy. The patient was discharged from the hospital on the second day.